Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank, an invalid validation code was displayed, and the customer was unable to issue medication (oxycodone 5 mg tablet). The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank, an invalid validation code was displayed, and the customer was unable to issue medication (oxycodone 5 mg tablet). The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the invalid validation code. A technical support specialist (tss) remoted in and refreshed the bd application via task manager. User was then able to successfully enter the 10-digit v code. The system functioned as intended after the technical support specialist troubleshot the device.